Event description:
During the evaluation of a returned spectrum infusion pump, 1 occurrence of ¿door jammed¿ alarm was identified in the event history log. Any patient involvement, injury or medical intervention is unknown since these items were found during evaluation of the device. No additional info is available.

Manufacturer narrative:
MFR ref no.: (B)(4) . The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint 102192. The "door jammed" alarm was confirmed through the event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The input/output printed circuit board, lower auxiliary flex assembly, and upper auxiliary sub-assembly were found to be contributing to this alarm, but were not replaced due to the device being removed from service. The device was replaced.